Event description:
It was reported that the bd alaris¿ syringe module administration set had flow issues and would not let anything infuse beyond the disc during use. The following information was provided by the initial reporter: "this is not an equipment malfunction. It's for the supply malfunction. Syringe admin set would not let anything infuse beyond the disc that gets placed onto the pump. The disc would bubble up."

Manufacturer narrative:
Investigation summary: one sample (model #10014916 ) was returned from the customer for investigation. It was reported by customer that "syringe admin set would not let anything infuse beyond the disc that gets placed onto the pump. The disc would bubble up". The set was examined for defects and abnormalities. No defects or abnormalities was observed. The set was attempted to be flushed with water using a bd 10ml syringe. The syringe admin set would not let anything infuse beyond the disc that placed onto the set. The disc would bubble up while flushing . For further testing tube was cut between the disc and the circular filter and water attempted to be flushed with water , this time water infused beyond the disk, and it was observed that occlusion was preventing the flow of fluid. The sample was examined for excessive solvent under magnification and excess solvent was observed. Quality notification was sent to supplier for further investigation with sample. A flow test was performed and an occlusion between the tubing and filter was observed. A device history record review for model 10014916 and lot number 22105551 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. Root cause: after investigation, the potential root cause for occlusion between the tubing and filter is related to an excess of solvent in the assembly and incorrect tubing handling method before to add solvent due to assembler error.

Event description:
It was reported that the bd alaris¿ syringe module administration set had flow issues and would not let anything infuse beyond the disc during use. The following information was provided by the initial reporter: "this is not an equipment malfunction. It's for the supply malfunction. Syringe admin set would not let anything infuse beyond the disc that gets placed onto the pump. The disc would bubble up."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.